Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the mother of the patient that he underwent a hernia repair procedure on an unknown date and mesh was implanted. Concomitantly, the patient underwent a reconstructive surgery. The patient developed several abscesses over the course of several years. Additional information has been requested.